Event description:
It was reported that this right atrial was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This reports contains correction to fields: d2a: common device name d4: model number, lot number, catalog number, serial number d6a: implant date d6b: explant date.

Event description:
It was reported that this right atrial was surgically abandoned due to failure to capture. This lead was successfully replaced. No additional adverse patient effects were reported.